Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-sep-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had broken cubie. The field service engineer (fse) repaired drawer, and force ejected the cubie to resolve the issue. The fse noticed keyboard required replacement and stated that the keyboard cover needed to be replaced in the next work order. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es a third cubie on the b side had been broken within two weeks, and it did not register as closed even when taped down, causing the whole drawer to remain locked. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es a third cubie on the b side had been broken within two weeks, and it did not register as closed even when taped down, causing the whole drawer to remain locked. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.